Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3, left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 months & 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that patient presented with drainage that started around (B)(6) 2019 and painful abdomen. Patient also complains of oral pain and thinks he could have an infection in a tooth. No oral/ facial swelling noted. Patient also states he feels "sick" overall and in general, with fatigue, decreased oral intake, not taking his diuretics because he feels ill. White blood cells (wbcs) 22.8 and febrile at home. Patient sent to emergency room for infectious workup subsequently admitted for volume overloaded and evaluation of leukocytosis. Driveline infection with new bacteremia confirmed. The type of infection was noted to be (B)(4). No surgical management after the evaluation of fluid collection. Given (B)(6) blood cultures, a peripherally inserted central catheter (PICC) line was placed and plan to treat with 6 week course of IV antibiotics. Patient tolerating treatment. Will transition to oral antibiotic suppression after completing IV therapy.